Manufacturer narrative:
The customer hmi results reported the endoscope device tested positive with the following microorganism: greater than 100 cfu (pseudomonas aeruginosa). The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) , cds checklist and repair center device evaluation are not available at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The device was returned and evaluated. This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: 2cfu. Bacterial identification: coagulase negative staphylococcus. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the light guide rod lens was cracked, the distal end cap cover had scratches, the bending section rubber glue was separated, the key top 1 and biopsy channel showed wear and tear, and the up/down left/right angles were out of specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.